Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (500mcg/ml at 109.03mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient's mother forgot to schedule a refill and the critical alarm was sounding. They went to the emergency room (ER) early on (B)(6) 2018 morning and did not return until late afternoon. The patient was given oral baclofen and the mother called the refill office to schedule a refill and was told that they had to order the medicine, so the patient had an appointment scheduled for (B)(6) 2018. Per the printout, low reservoir alarm was on (B)(6) 2018 and the mother did hear an intermittent beeping, however did not realize that it was the pump. The critical alarm started on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.